Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after the introducer needle was introduced into the patient's cavity, the guide wire was inserted into the introducer needle and was stuck after 9cm was reached. The guide wire could not be advanced or withdrawn from the introducer needle. The guide wire and introducer needle was removed together as a whole, and a new kit was opened to continue the procedure. The customer reported there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Pmv performed functional testing, the guide wire was inserted and removed and reinserted into the tube without restriction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the DHR (device history record) indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after the introducer needle was introduced into the patient's cavity, the guide wire was inserted into the introducer needle and was stuck after 9cm was reached. The guide wire could not be advanced or withdrawn from the introducer needle. The guide wire and introducer needle were removed together as a whole unit, and the guide wire was still intact. A new kit was opened and used to continue the procedure. The customer reported no patient injury.